Event description:
Philips received a complaint by the customer on the v60 indicating that the screen froze, and an alarm sounded. There was no patient involvement at the time the issue was discovered the issues were found during periodical device checking. There was no reported delay in therapy. The customer called technical support to report that the screen froze, and an alarm sounded. The investigation is ongoing.

Manufacturer narrative:
The customer called technical support to report that the touchscreen froze. The manufacturer's product support engineer (pse) evaluated the device but could not confirm the reported issue. However, the pse did replace the touchscreen as a recurrence preventive action. The device passed the required performance verification tests per philips standard and was returned to service. The investigation concludes that no further action is required at this time.

Manufacturer narrative:
The removed touchscreen was returned to the product investigation lab (pil). The pil technician installed the touchscreen into a pil ventilator to duplicate the reported issue. The visual inspection of the touchscreen did not reveal any signs of damage or contamination. The touchscreen was tested, and the technician could not find any issues with touchscreen operations during the diagnostic check as the touchscreen passed the calibration test and all diagnostics testing--the touchscreen passed the functional testing per test#3 in the service manual, and the touchscreen touch points were aligned on the standard test bed (stb). The technician verified that all touchscreen flex cable circuit resistance verification and resistance ratio measurements were within the specifications and concluded that the touchscreen operated as designed. No fault was found.